Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon examination, the left ventricular (lv) lead was observed with failure to capture. X-ray imaging showed the lv lead had dislodged. The lv lead was successfully explanted and replaced. The patient was stable in condition.